Manufacturer narrative:
Article citation: villanueva, karie, patel, harsh, ghosh, durga et al. A single-center comparison of surgical outcomes following prepectoral and subpectoral implant based breast reconstruction. Prs global open. (B)(6) 2024; 1-10. The events of wound dehiscence, capsular contracture, seroma, necrosis, infection, and erosion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade not specified; extrusion; skin or nipple necrosis; seroma; wound dehiscence; infection.

Event description:
Through literature article abstract po2-20-12: a single-center comparison of surgical outcomes following prepectoral and subpectoral implant based breast reconstruction, the authors report on a cohort study of patients who underwent immediate two-staged tissue expander or direct-to-implant breast reconstruction. There were 996 breasts (570 patients), divided into prepectoral (391 breasts) and subpectoral (605 breasts) cohorts. Out of the 996 breasts, 953 of them underwent two-staged tissue expander reconstruction and 45 underwent direct-to-implant reconstruction surgery. The complications noted for both types of reconstruction surgery noted rippling, animation deformity, capsular contracture, extrusion, skin or nipple necrosis, seroma, hematoma, wound dehiscence, and infection.